Event description:
Dealer called alleging the customer was riding the unit when she let go of the throttle the scooter went backwards running into a transport vehicle.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device becomes available.

Event description:
Dealer called alleging the customer was riding the unit when she let go of the throttle the scooter went backwards running into a transport vehicle.

Manufacturer narrative:
A field service technician evaluated the device. The device is working properly. No problems were found.